Manufacturer narrative:
(B)(4). Batch # t5a977. Additional information received: unfortunately the reporter was unable to provide more details. I do know, that after looking at the device a few staples fired, the first 3/4 rows, then the device locked out, whether it locked out because they had mistakenly fired prematurely, or it locked out as they were firing, I'm unsure. There was no patient impact and the lock out occurred prior to firing on tissue. Investigation summary the analysis found that one ec60a device was returned with no apparent damage and with an ecr60g cartridge reload loaded on the device. The cartridge was received unfired, with 3 double driver out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device experienced an unknown failure. Patient consequences were not reported.